Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: multiple = (B)(6). Patient information: no further information was provided.

Event description:
The customer obtained falsely elevated architect stat troponin-I results. The following initial and repeat results were provided (customer critical value greater or equal to 0.036 ng/ml): sample ID (B)(6): 0.125 and 0.011 ng/ml sample ID (B)(6) : 0.046 and 0.001 ng/ml no impact to patient management was reported.

Manufacturer narrative:
Investigation of the customer's issue included review of complaint activity, trending data, labeling device history records and historical performance of the complaint lot. Review of trending reports associated with the architect stat troponin-I assay did not identify any trends related to patient results. Review of labeling sufficiently addresses the customer's issue. Review of device history records associated with the complaint lot did not identify any related potential non-conformances, deviations or non-conformances. The historical performance of reagent lot 53898un21 was evaluated using world wide field data. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to established control limits. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the complaint lot were within the established limits. Therefore, no unusual reagent lot performance was identified. Based on this investigation, no systemic issue or deficiency for the architect stat troponin-I reagent lot was identified.